Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The problem (unable to communicate with a monitor) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittent open pulse wire in the cable connecting ECG "a" and ECG "b." The root cause for the intermittent open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was unable to communicate with a monitor.